Event description:
Boston scientific received information that the patient reported that during a bad lightning storm this communicator was damaged. The patient reported that the communicator had split open. There were no adverse patient effects reported. The communicator was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the communicator and power brick were thoroughly inspected and analyzed. The phone cord and wall plate were also returned. Visual inspection confirmed the power brick was blown apart and burned, the phone cord was burned and communicator housing was damaged. Black soot was found on the returned wall plate. Due to the extensive damage to the communicator, no further analysis was performed.